Event description:
This system was removed due to infection. At this time, no new system has been implanted. On 12/3/2009 - this system was returned with a programmer strip. Kainox vcs 60, MDR 1028232-2009-01623, linox sd 60/16, MDR 1028232-2009-01624, setrox s 45, MDR 1028232-2009-01670.